Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "vaporization diminished efficiency and fire beam straight". The procedure was completed using another fiber. Patient outcome: "no damages to the patient."

Manufacturer narrative:
(B)(4).